Manufacturer narrative:
(B)(4). Medwatch does not document a report number.

Event description:
According to the medwatch: "patient underwent mechanical thrombolysis of left arm av fistula, fistulogram, angioplasty and balloon embolectomy of resident thrombus and stenosis arterial anastomosis of fistula and stent placement. Rubber tip of the trerotola dislodged and was retained within the fistula soft tissue. Unable to retrieve and left in patient".